Event description:
The device was used during an aortic bypass procedure. Reportedly, the suture broke. The surgeon used another suture to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
3/16/1998-supplemental report #2 submitted to FDA.